Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident. It was reported that loss of signal or removal of sensor disabled auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl, at the time of incidence. Customer was treat with food for low blood glucose level. Customer did not have any sensor for use. The customer was unknown about the automode use. The insulin pump will not be returned for analysis.